Manufacturer narrative:
The download history file shows on (B)(6) 2014 at 09:53 and at 10:20a normal bolus of 6.20 units was programmed and delivered. The button event file was overwritten. It was not possible to verify if 6.20 unit bolus was manually programmed by the customer. The download history file also shows 125 mg/dl at 12:58 and 145 mg/dl at 13:00 on (B)(6) 2014 . The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed functional testing. There was no delivery anomaly noted. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly was noted. The insulin pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer's blood glucose went down to 24 mg/dl and paramedics were called. She was reportedly in diabetic seizure mode and was hooked up to an intravenous drip when she awoke. Customer was not taken to the hospital. She stated she had been experiencing erratic lows for the previous month or so. On the date of reporting, the customer reportedly had a blood glucose of 42 mg/dl and she treated with juice and glucose tablets. The customer stated there was an extra bolus in the insulin pump history. She had reportedly programmed one for 50 grams of carbohydrates at around 9:53 am, but there was another one for the same amount at 10:20 am. The customer did not remember doing two different boluses for the same amount. The insulin pump was not exposed to an MRI machine and passed the displacement test. The drive support cap appeared normal. The doctor had changed her active insulin from 4 to 3 in (B)(6) 2014. Nothing further reported.